Event description:
It was reported that a patient death occurred. The target lesion was located in the left anterior descending artery (lad). A 20 x 3.50 promus elite mr stent was deployed in the lad. The procedure was completed. After one hour post procedure, the patient passed away. It was noted that the cause of death was due to the patient had severe hypotension and cardiac tamponade likely due to free wall rupture after procedure succumbed.